Event description:
As reported by the user facility: detailed inquiry description: customer switched from is to is2. During the conversion, the original introcan was pulled, but there is still product in areas not uncovered. The nurses commented that without an obvious package distinction, they don't always know that they are using is and not is2 so they don't occlude resulting in a bloody mess. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.